Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse advised the customer to try a power management (pm) printed circuit board (pcb) from another unit. If it resolved the issue then order a new pm pcb. The customer reported swapping the central processing unit (cpu) resolved the issue. The cpu was received for failure investigation. An investigation was performed and the reported issue was confirmed. The problem was fb61-8 exhibited high resistance (1m¿), which impeded the signal on the fan tachometer line. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error code relevant to cooling fan speed error. The customer did not disclose if issue was found during patient use.